Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of device powers down when run key is pressed was not reproduced. A review of the event history log (ehl) revealed a single occurrence of ¿improper shutdown!¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The keypad will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered down when run key is pressed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.